Event description:
Additional information was received from a patient (pt). Patient said she had her implant removed (B)(6) 2025, that she sent all the equipment back to medtronic. Patient stated that the therapy caused weakness on her right side, and pain up to her arm on the right side and she had to walk with a cane; issue has been resolved with implant removal. Patient also mentioned seeing the circuit board inside the controller which caused her to have pain, indicating the controller malfunction caused her pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the device didn't work for them, they kept on adjusting it and the stimulation was supposed to be down center of their back but over the last 3 years, it kept on moving to the right then it was 'shooting electric' up and under their armpit. The patient stated the decided to take it out on december 1st because it was causing them extreme pain, burning, stinging and pinching sensation. The patient said they felt so much better now the implantable neurostimulator (ins) was gone and the patient said 'crippling their right side'. When asked for event date, the patient said 'it never really worked'. The patient stated they were already in pain, the pain they have before they got the ins and even from the beginning its like they 'brain want to work so bad' but they don't think they even got '30% from anything' and then progressively getting worse.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported the controller powered off and patient could not get controller to power back on. Agent walked patient through removing the battery pack. Patient was unable to remove the bottom half of the battery from the controller compartment. The issue was not resolved through troubleshooting. An request to repair was sent to the repair department to replace the controller and battery pack device. Patient mentioned that the night before yesterday they went to check how much battery was left on the implanted neurostimulator and the controller screen was spinning and would not turn off. Patient mentioned they received all the replacement equipment but the issue still persisted. The patient mentioned they couldn't pair the new controller to their implant because when the controller was disconnected to the ac power supply it won't stay on. The patient spoked with their medtronic rep and was advised the patient to sent back the battery pack. The patient confirmed they sent back the li battery pack. The patient mentioned the whenever they used implant they felt irritation , stinging, pinching and pain. They said that they were dealing with this for years now. They started taking pain pills 6 months ago. They said it was extreme that the implant was scheduled to be taken out. Patient reported they did not get a fedex label to return dummy controller. Agent sent a request to repair to replace the label. Additional information has been received stating that to the representative's (rep) knowledge the patient returned the device. Rep don't have any information as the patient sent it back herself. Patient called back with gch ref number matching this case on a letter they received, and said the document was requesting a reference number for medtronic to be able to meet their regulatory requirements. Agent reviewed they may have been looking for the unknown controller number from the replacement request sent on (B)(6) 2025, but patient only has the replacement now. Patient provided the serial of their current controller and agent documented information. Agent closed case. Additional information has been received from patient. Patient specified the controller s/n and specified that the issue was resolved. The patient mentioned that implantable neurostimulator (ins) has not worked for them in the last 3 years and it has started causing them pain on right thigh, under my arms and ribs. Due to the pain caused it's scheduled to remove on (B)(6) 2025.